Event description:
It was reported the lead integrity alert tones triggered due to changes in the right ventricular impedance and short r-r intervals. A new lead was placed for pacing and sensing and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.